Manufacturer narrative:
Results: the penumbra system 5max reperfusion catheter (5max ace) was fractured underneath the strain relief, approximately 1.0 cm from the hub. Conclusions: evaluation of the returned device confirmed that the 5max ace was fractured. This type of damage typically occurs due to improper handling during removal from the packaging hoop. If the device is forcefully withdrawn from the packaging hoop at an angle, damage such as this may occur. The 5max aces are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, upon opening the device packaging, it was noticed that the proximal shaft of a penumbra system 5max reperfusion catheter (5max ace) was fractured while the device was still in its hoop. The fractured 5max ace was found prior to use and therefore, was not used for the procedure. The procedure was completed using a new 5max ace.